Event description:
A us distributor contacted zoll to report that a patient developed a sore under the lifevest equipment. Nurse described the area as sore on patients side. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed calcium alginate, collagen, and silverdine for the skin irritation. Follow up indicated that the skin irritation improved.